Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and was doing well postoperatively. Model number/catalog number: sc-2317-70 serial number: (B)(4) batch/lot number: 5163214/5164342 model/catalog description: infinion cx lead kit, 70cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms were redness and fluid discharges coming out from the pocket site. It was also stated that the patients wound was open and was experiencing malaise. It was unknown what caused the infection but it was not procedure related. The patient was hospitalized and placed on intravenous antibiotics.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms were redness and fluid discharges coming out from the pocket site. It was also stated that the patients wound was open and was experiencing malaise. It was unknown what caused the infection but it was not procedure related. The patient was hospitalized and placed on intravenous antibiotics.